Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated results generated on the alinity c processing module. The customer reported instrument error message error 3062: residual liquid detected in cuvette and is questioning why the instrument kept processing samples after the error message. The samples were repeated on another analyzer. The treatment of 5 patients was affected by the incorrect results, but without serious consequences. Patient 1- nacl infusion was stopped despite na 133 and creatinine 100 umol/l. Patient 2 - 6 results / carbamide, albumin, potassium, creatinine, egfr. A urinary catheter was inserted for measurement of urine output due to rising creatinine. Patient 3 ¿ 3 results / creatinine, potassium, egfr. Potassium supplementation was paused, fluid restriction was instituted, and furix was reduced. Patient 4 - 7 results / cholesterol, triglycerides, hdl, creatinine, k, egfr. Hypokalemia of 3.2 mmol/l was not detected / acted upon. Patient 5 - 3 results / k, creatinine, egfr. Potassium supplementation was paused, but subsequent hypokalemia did not occur. The following data was provided:: sodium sid (B)(6) initial result 167.4 mmol/l, repeated 141 mmol/l. Sid (B)(6) initial result 197.4 mmol/l, repeated 139 mmol/l. Sid (B)(6) initial result 154.5 mmol/l, repeated 139 mmol/l. Sid (B)(6) initial result 175.6 mmol/l, repeated 143 mmol/l. Sid (B)(6) initial result 169.3 mmol/l, repeated 142 mmol/l. Sid (B)(6) initial result 177 mmol/l, repeated 141 mmol/l. Sid (B)(6) initial result 185.3 mmol/l, repeated 139 mmol/l. Sid (B)(6) initial result 193.9 mmol/l, repeated 146 mmol/l. Sid (B)(6) initial result 187 mmol/l, repeated 141 mmol/l. Sid (B)(6) initial result 171.6 mmol/l, repeated 143 mmol/l. Sid (B)(6) initial result 192.4 mmol/l, repeated 141 mmol/l. Sid (B)(6) initial result 163.3 mmol/l, repeated 136 mmol/l. Sid (B)(6) initial result 174.2 mmol/l, repeated 137 mmol/l. Sid (B)(6) initial result 168.5 mmol/l, repeated 137 mmol/l. Sid (B)(6) initial result 182.1 mmol/l, repeated 136 mmol/l. Other results from 12mar2026 provided: sid (B)(6) initial potassium 7.8, repeated 4.7 mmol/l. Sid (B)(6) initial creatinine 213.4, repeated 150.0 umol/l. Sid (B)(6) initial creatinine 198.5, repeated 154.5 umol/l. Sid (B)(6) initial calcium 3.8, repeated 2.4 mmol/l. Sid (B)(6) initial creatinine 252.0, repeated 166.7 umol/l. Sid (B)(6) initial total bilirubin 19.6, repeated 12.3 umol/l. Sid (B)(6) initial creatinine 77.6, repeated 607.0 umol/l. No further impact to patient management was reported.